Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was no movement on the collimation leaf. The system displayed on the pendant "pendant collimation error". No patient was present at the time of the event.

Manufacturer narrative:
H3: the collimator was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The collimator was tested by using a collimator tester. The bench test failed and the homing test failed. There was an electrical failure that was observed. The motion control box was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was confirmed. The installed the rotor motion control box onto a known functional system. The system did not fully boot, "initializing collimator" error occurred while performing initial motion calibration that was require by the system. Faulty motion control box was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer date was not available at time of reporting. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and parts were replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was no movement on the collimation leaf. The system displayed on the pendant "pendant collimation error". No patient was present at the time of the event.